Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
While brushing the brush head fell apart [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 27-sep-2016 that he had been using an oral-b dual clean brushhead for the past month, and while brushing with an oral-b rechargeable toothbrush, version unknown, the brush head fell apart. He asserted that he worried that he could have choked on the dislodged piece, which could have easily ended up in his mouth causing serious harm or damage to him. The consumer asserted that he had been using the brush heads within the required guidelines, so not longer than the recommended usage period. No symptoms developed.